Manufacturer narrative:
The device was received for evaluation. During functional testing, failed upstream occlusion was not reproduced. Evaluation sent the device for ultrasonic upstream air testing and ultrasonic upstream occlusion testing with passing results. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed upstream occlusion during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.